Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 359 mg/dl, 250 mg/dl, and 130 mg/dl. No actions taken based on device results. No adverse event reported. Customer does not always code the meter properly. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.